Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they had experienced a pump error on their insulin pump. The customer's blood glucose level was 87 mg/dl at the time of the incident. The customer sent the product back for analysis.

Manufacturer narrative:
The insulin pump passed sleep current measurement, active current measurement and self-test. Device received with constant insulin pump error alarms during rewind due to jammed motor gearbox. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to constant insulin pump error alarms. Device received with scratched casing, minor scratches on lcd window and pillowing keypad overlay.